Event description:
It was reported that patient presented in clinic for a follow up after receiving a vibratory alarm for low pacing lead impedance. Upon reviewing the trend data, it was found the pacing lead impedance had always been this low. Other measurements were all normal. The lower limit of the impedance was reprogrammed. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.